Event description:
It was reported that during a percutaneous coronary intervention treatment procedure, a balloon rupture occurred. The 90% stenosed lesion was located in the moderately tortuous mid right coronary artery. The physician advanced a 15mmx1.50mm apex balloon to dilate the lesion. The apex balloon was inflated to 10atms and ruptured on the first inflation. The procedure was completed with a different device. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
Device evaluated by MFR: a microscopic examination of the balloon material could not identify any holes or tears. There was a large build up of solidified blood present inside the balloon and inflation lumen. This indicates a leak was present during use of the device. The device was attached to an encore inflation unit and several attempts were made to inflate the balloon, without success. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that during a percutaneous coronary intervention treatment procedure, a balloon rupture occurred. The 90% stenosed lesion was located in the moderately tortuous mid right coronary artery. The physician advanced a 15mmx1.50mm apex balloon to dilate the lesion. The apex balloon was inflated to 10atms and ruptured on the first inflation. The procedure was completed with a different device. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
(B)(4).